Event description:
It was reported that on (B)(6) 2024, the hearing aid receiver broke off in the patient ear. The blue plastic indicator came off, after which the receiver was stuck in the ear canal. The user was first fit with these devices on (B)(6) 2024. User experienced muffled hearing and slight discomfort, but otherwise no harm. User saw an ear-nose-throat physician, who removed the receiver. The muffled hearing immediately improved upon removal. User was able to continue wearing his hearing aid without irritation or discomfort, after the receiver was replaced. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: no device history record available, as the receiver was discarded by the user and not returned to the manufacturer. No serial number was recorded before it was discarded. Trended case device investigation concluded: the investigation shows that the top housing (blue or red color housing) has detached leaving the receiver in the bottom housing. The root cause is traced to insufficient gluing process. CAPA is initiated. Clinical conclusion: it has been reported that the hearing aid receiver broke off in the patient ear. It was the blue plastic indicator that came off, after which the receiver was stuck in the ear canal. User experienced muffled hearing and slight discomfort, but otherwise no harm. He saw an ear-nose-throat physician, who removed the receiver. The muffled hearing immediately improved upon removal. The user was able to continue wearing his hearing aid without irritation or discomfort, after the receiver was replaced. Clinical conclusion on the event is that the broken off receiver caused no harm to the user. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: limited information about the precise circumstances surrounding the issue. However the risk of a detached part resulting from mechanical force is known, considered in the risk analysis, mitigated, communicated to the user and deemed to be acceptable. Manufacturer's investigation is final. This is a combined (initial and final) report.